Event description:
It was reported the patient's ipg migrated in the pocket. Surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.